Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an endovascular therapy procedure via the femoral approach, the balloon of the advance 14 lp low profile balloon catheter ruptured. Per the initial reporter, when the balloon reached the severely calcified lesion, it was inflated to 10 atmospheres (atm). Approximately 100 seconds after the start of inflation the rupture occurred. It is not known if the balloon ruptured longitudinally or circumferentially. Contrast used was visipaque in a 1:1 ration with saline. The procedure was successfully completed with another balloon device. The patient did not require any additional procedures due to this occurrence. No adverse events were reported.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a pinhole, which was noted in the balloon a distance of 11.4 cm from the distal end of the catheter. No other non-conformities were noted during the evaluation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to additional MFR narrative for investigational findings.